Event description:
A malfunction was reported on the pump, and it displayed a non-resettable malfunction code. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump and instructed the customer to use multiple daily injections (mdi) as backup therapy.